Manufacturer narrative:
D4: expiration date and unique identifier (UDI) # are unavailable. H4: device manufacture date are unavailable. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella 5.0 device for mechanical circulatory support. While on support the patient developed hemolysis. It was reported that the patient received 3 units of packed red blood cells with heparin induced thrombocytopenia panel being sent to the lab. Heparin was stopped. Continuous renal replacement therapy was also in place. It is unclear if the heparin induced thrombocytopenia panel came back positive or negative. In addition, it was reported that the purge side arm was leaking at the leur lock connection and there was low purge pressure. Additional information was provided that noted the patient expired after 139.48 hours of support. There is not enough information to exclude the impella device as an associated factor in the patient's demise.